Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while the physician was advancing a ruby coil out of its introducer sheath and through another manufacturer's microcatheter, the ruby coil pusher assembly became kinked. The physician did not experience any resistance, friction or difficulty while advancing the ruby coil. Subsequently, the ruby coil was removed from the microcatheter. The procedure was then completed using new ruby coils and the same microcatheter without any further issues. There was no report of an adverse effect to the patient.